Manufacturer narrative:
(B)(4).

Event description:
During a follow up, high impedance and increased threshold were noted on the right ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
The reported events could not be confirmed. A complete lead was returned in two pieces. Electrical testing that could be performed on the portions received did not find any indication of conductor fractures or internal shorts. An x-ray examination of the entire lead found the inner coil inside the distal tip bent consistent with that occurring at the time of explant procedure. Visual examination found damage consistent with that occurring at the time of explant procedure.